Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump. It was reported that the patient heard the non-critical alarm 15 days prior to the report, but didn't know what it was. Then on the night of (B)(6) 2020 the patient heard the critical alarm. The patient's refill date was (B)(6) 2020. The patient was experiencing pain and severe headaches. No further complications were reported.